Event description:
Rptr has some 3cc syringes with 22 ga use needles prepackaged individually. The plungers inside the barrel of the syringes are not horizontal, but wavy. They do not give accurate readings.